Event description:
It was reported that the neptune rover with smoke evac and power pole was not offloading at the user facility, resulting in a 30 minute to 1 hour delay. How the issue was noticed, medical intervention and adverse consequences are unknown. Additional information has been requested from the user facility.

Event description:
It was reported that the neptune rover with smoke evac and power pole was not offloading at the user facility, resulting in a 30 minute to 1 hour delay. How the issue was noticed, medical intervention and adverse consequences are unknown. Additional information has been requested from the user facility.

Manufacturer narrative:
H3 other text : failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The field service technician was not able to confirm the reported event as the device was not made available for him to evaluate when he was at the account.